Event description:
The bed scale and bed alarm are coordinated. Staff members unfamiliar with how the bed operates, inadvertently "zero" the bed by randomly pushing buttons. When this happens the bed alarm cannot be reactivated until the patient is removed from the bed and the scale is again "zeroed" out. Therefore, those patient's at risk for falling out of bed do not have the bed alarm protection. The facility tested the beds and discussed this with the vendor. Additional training was provided to the nursing staff.